Event description:
It was reported that a malfunction occurred on the customer's pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting and did not require assistance from a third party. The customer reverted to an alternate method of insulin therapy.